Event description:
Customer reported cgm error 42, which was related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, and the issue was resolved successfully as the pump did not display the error code again and the customer was able to start their sensor session.